Manufacturer narrative:
G04122 - stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplement report is being submitted as the device has been returned and evaluation. A device evaluation will be submitted with the investigation when completed.

Manufacturer narrative:
Component code (annex g): g04122 - stent. 1 x zso-7-7 of lot number c1722666 returned to cirl for evaluation open in its original packaging. The device involved in the complaint was evaluated in the laboratory on 12th of february 2021. Kink was observed on the 2nd and 5th porthole on the pigtail of the tapered end. A 0.035 inch wire guide would not pass the kinks. Prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c1722666 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1722666. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. Given that the kink was noted after opening the package and it was noted that all devices in the work order passed inspection on site and would not have left cook in this condition. The most likely root cause can be attributed to the device becoming damaged during transport or storage of device. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When open we found it was damaged ( blocked stent). No additional details provided.